Manufacturer narrative:
Patient weight was corrected.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2019-04533.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2019-04533. It was reported that the patient is not receiving adequate therapy, due to lead migration. As a result, the patient may undergo surgical intervention at a later date.

Event description:
Device 1 of 2 reference MFR. Report#: 1627487-2019-04533.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2019-04533. Follow up revealed that the patient's leads were explanted and replaced, and therapy was restored post-op.